Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the rep made sure that the product was loaded correctly. The first firing on the radical vein went fine but as the instrument completed the firing, it seemed that the handle marked one and two did not easily separate from each other. The next reload was loaded correctly and then when the next vein was about to be fired after closure, the stapler locked out after the first 2mm of firing. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): the analysis showed that the ats45 device was received in good visual condition and with a white reload loaded in the device. The reload was received partially fired and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The device opened and closed as intended. A batch record review was performed and no anomalies were found during the manufacturing process

Event description:
It was reported that the physician found a problem with the patient's pacing lead after implantation. "Not pacing" was also reported. They suspected a quality problem and the lead was removed and a new lead implanted. There were no patient complications reported as a result of this event.